Event description:
Pt was revised due to poly wear; osteolysis was present.

Manufacturer narrative:
Examination of the returned product confirms the reported problem. The exact root cause of the poly wear could not be determined, but wear patterns suggest malalignment between the tibial and femoral components with preferential medial side loading. The need for corrective action is not indicated.